Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a mechanical thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 19a161av) did not pass through the hub of the headway¿ 17 advanced microcatheter (microvention). The embotrap device was replaced with another and the replacement device was able to pass through. There was no report of any patient injury or complication. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified deformation of the distal cone (outer cage and inner channel) but there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts on the distal cone of both outer cage and inner channel is indicative of excessive pushing of the device against resistance. The damage to the struts of the distal cone is indicative of a blockage or constriction of the inner lumen of the microcatheter or pre-deployment of the device in the microcatheter hub as the insertion tool may not have been fully seated. The returned embotrap device was successfully passed through a 0.0195 tube, confirming that the profile conformed to the specification for compatibility with 0.021 microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the outer diameter (od). The damage to the returned embotrap device is consistent with attempted delivery into a microcatheter against significant resistance. The most probable causes of the failure to advance through the microcatheter are either: a) a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (a failure to maintain the insertion tool in a fully seated position whilst advancing the device) or b) a constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. Device insertion and delivery assessments were performed using the returned embotrap device and a sample headway 21 microcatheter, however the returned device failed to advance from the insertion tool into the lumen of the headway 21 microcatheter. A new embotrap was then advanced with no noted resistance and successfully delivered through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 15mm. Advancement was unsuccessful at a gap greater than 15mm, i.e. Incorrectly seated. The complaint indicated that the returned device was unsuccessfully passed through the headway 21 microcatheter by the physician leading to failure to deliver the embotrap device. Another embotrap was taken and successfully passed through the headway 21 microcatheter. As the damage is consistent with attempted delivery through a constricted lumen the most probable root cause(s) therefore is either a localized temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rotating hemostasis valve (rhv) seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. A review of manufacturing documentation associated with this lot (19a161av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 19a161av) did not pass through the hub of the headway¿ 17 advanced microcatheter (microvention). The embotrap device was replaced with another and the replacement device was able to pass through. There was no report of any patient injury or complication. The product was returned for evaluation which revealed that the embotrap device has kinked struts on the distal cone of both the outer cage and the inner channel. Based on the product analysis on 7/26/2019, this event has been deemed MDR reportable as a malfunction.